Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, infection, pain, abscess, mobility. 1 week after implantation, local infection with instability of implant.